Event description:
The customer contacted stryker to report that their device took longer to charge the defibrillation energy. This issue has the potential to either delay, or prevent, defibrillation from being delivered. Also, the customer reported that the defibrillation energy was insufficient. In this state, wrong defibrillation therapy may be delivered. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify nor duplicate the reported issues. The cause of the reported issues could not be determined. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device took longer to charge the defibrillation energy. This issue has the potential to either delay, or prevent, defibrillation from being delivered. Also, the customer reported that the defibrillation energy was insufficient. In this state, wrong defibrillation therapy may be delivered. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.